Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the original customer care advocate (cca) documentation. The patient reported the meter was reading inaccurately high on ¿(B)(6) 2015, between 5:00 and just before 9:00 am¿, when he obtained alleged inaccurately high blood glucose result of ¿116, 271 and 43 mg/dl¿ on the subject meter. The patient manages his diabetes with unspecified medication. He reported, ¿within 30-45 minutes¿ of obtaining the alleged inaccurate results, he developed symptoms of ¿sweating, shaking seeing black spots¿. He reported that at ¿7:00 am on (B)(6) 2015, he consumed food and/or drink to treat his symptoms. He also alleged, at ¿9:05 am on (B)(6) 2015¿ he obtained a blood glucose result on another device (accu-chek compact plus) of ¿53 mg/dl¿. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/16/2015).the patient¿s meter has been returned on 2/27/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.